Manufacturer narrative:
The insulin pump received with cracked case at the display window corner.

Event description:
It was reported that the customer dropped the insulin pump and the case is cracked. It was stated that the drive support cap was loose/sticking out/flush. It was mentioned that the display window also has cracks. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.